Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. The customer reported that they had isolated the failure to the battery. The fse provided the customer with the part number for a replacement battery. The customer reported that the battery replacement resolved the issue.

Event description:
It was reported that the unit's battery failed. There was no patient involvement. Event date not specified, estimate used.